Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, after several attempts at repositioning, a good signal amplitude and a good threshold could not be obtained. The lead was replaced. The patient was in good condition after the procedure.